Event description:
It was reported that the 2800 system images are grainy. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted workstation defaults and selected metal rejection and dynamic auto histo. The system was tested and found to be working as intended and placed back into service.